Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.